Event description:
It was reported that a surgical intervention was performed due to dislocation. Surgeon opened up soft tissue layers to allow hip to be dislocated. The r3 liner and the femoral head were removed.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the limited information; the root cause of the dislocations that led to the revision cannot be concluded. The current status of the patient has not been provided. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.